Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned and the reported shaft kink could not be confirmed; however a shaft break was observed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the nc trek proximal shaft was found to be damaged (kinked) when the package was opened. There was no resistance noted during removal of the device from the hoop. There was no resistance noted during removal of the protective sheath from the balloon. The device was not used. Another new balloon catheter was used in the procedure. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the inner member was separated at the proximal edge of the proximal balloon marker.